Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (could not communicate with monitor) has been confirmed. Upon evaluation, the j702 connector was cracked on the dn pca. The cause of the inability to communicate is the damaged connector. The root cause of the damaged connector was unable to be positively identified no adverse event resulted from the damaged cable.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt could not communicate with the monitor.